Event description:
It was reported that the patient, with a left ventricular assist device (lvad) and pacemaker/defibrillator, had difficulty taking readings and experienced electromagnetic interference. Troubleshooting was performed and included confirming that the patient electronic system (pes) was on standard bed. The pes was plugged into wall outlet, no medical noted in the room. The pes was turned on, and a reading was started without the patient on the pes. White 8% was displayed and the reading was cancelled. Started reading with the patient on the pes. The patient was positioned spine, centered with head on headrest. White 12% was displayed. Shifted 1 inch to the right. White 38% and blue 46% achieved. Shifted 1 inch to the right. Green 84% was achieved. The reading was submitted and transmitted successfully. The waveform appeared physiological. New position left side slightly centered with middle of head aligned with the top of headrest. The cause of the problem was determined to be positioning. No further remote care technical support (rcts) action was required.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.